Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. Insulin pump was received with cracked case on display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported no button response from the insulin pump. The significant event reported leading up to the alarm was storing the device against the customer's body. The customer's blood glucose value was 154 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.